Manufacturer narrative:
Claim#:(B)(4).

Manufacturer narrative:
D6b: corrected to on (B)(6) 2022. H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6: investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -10.5/1.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced vertically with a same length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm. Claim# (B)(4).